Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then provided troubleshooting options to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.